Event description:
Gillies, m. J., joint, c., forrow, b., fletcher, c., green a. L., aziz, t. Rechargeable vs. Non-rechargeable internal pulse generators in the management of dystonia. Neuromodulation : journal of the international neuromodulation society. 2013;16(3):226-229. Summary: the objective was to test if deep brain stimulation (dbs) treatment of dystonia was similar in patients before and after implantation of rechargeable internal pulse generators (ipgs). The burke¿fahn¿marsden dystonia rating scale (bfmdrs) severity and disability scores were compared in patients before dbs insertion, 24 months after dbs insertion with a non-rechargeable ipg, and after im plantation of a rechargeable ipg. No significant differences were observed between dystonia control in patients before and after implantation of a rechargeable ipg. Rechargeable ipgs should be the ipgs of choice for dystonic patients receiving dbs as ipgs offer similar treatment efficacy to non-rechargeable ipgs with advantages in terms of costs and reductions in reimplantation frequency. Reported events: 1 patient suffered a postoperative wound infection after implantation. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant products: product ID 37651, serial # unknown, product type recharger; product ID neu_unknown_lead, lot # unknown, product type lead; product ID 37612, serial # unknown, product type implantable neurostimulator. (B)(4).